Event description:
Firefighters/emergency medical technicians's responded to a witnessed cardiac arrest. The device was connected to the pt and the analyze button pressed. According to the rptr, the device alarmed "motion detected" and would not analyze the pt's rhythm. The rptr stated that connection checks, cycled power and subsequent attempts to analyze continued to result in motion alarms. Another defibrillator was called for while a paramedic on the scene intubated the pt and performed CPR. A back-up manual defibrillator was used and the pt was resuscitated.